Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Implant date: (B)(6)2012. Explant date: (B)(6) 2012. Type of procedure: l2 corpectomy anterior/lateral. It was reported that the cleat failed to keep locked causing the mesh cage to move. The patient had a revision surgery monday, (B)(6) 2012, at which time the implant was removed and a replacement was implanted. Following revision surgery the patient is doing great

Manufacturer narrative:
Product analysis visual and optical examination identified multiple witness marks on and around left and right side gates. Functional evaluation of both cleats confirms right and left side gates will not fully engage to properly retain mesh. Plastic deformation was noted on left side gate and right side gate of the first implant analyzed and plastic deformation on the engagement tabs of both returned implants was noted. Unable to determine when gate deformation occurred. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implants; unable to definitively determine specific root cause of the foregoing event from the available information. (B)(4) (no information, "revision surgery with no patient symptoms reported"),(B)(4) (broke), (mechanical failure).

Event description:
Implant date: (B)(6) 2012. Explant date: (B)(6) 2012. Type of procedure: l2 corpectomy anterior/lateral. It was reported that the cleat failed to keep locked causing the mesh cage to move. The patient had a revision surgery monday (B)(6) 2012, at which time the implant was removed and a replacement was implanted. Following revision surgery the patient is doing great.